Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc determined that the system was working within specifications and quality controls (qc) were within range. The issue is considered to be an isolated event. The cause of the discordant, falsely depressed albumin-bcp, creatinine and urea nitrogen results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed albumin-bcp (albp), creatinine (cre) and urea nitrogen (un) results were obtained on a patient sample on an advia chemistry xpt instrument. The initial results were reported out to the physician(s), who questioned the results. The customer tested a new sample (redraw) on the same instrument, resulting higher. The customer reported out the redraw results. There are no known reports of adverse health consequences due to the discordant falsely depressed albumin-bcp, creatinine and urea nitrogen results.